Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error and one minute later the customer received an off no power alert but they did not receive a battery alarm. The customer was unable to clear the off no power alert and the battery indicator was drained. The customer changed the battery. The insulin pump forced them to do a rewind and everything worked fine. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed for the insulin pump. The insulin pump passed the displacement test and manual prime test. The motor error alarm did not recur. The customer was advised to call back if the alarm occurs again. The device will not return for analysis.